Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty open foil packet, one paper lid and one winding former with a partially dispensed suture piece were received for analysis. Product code vcpb945h. Upon visual inspection of the received sample, it was observed that the needle was not present for analysis. During the analysis of the suture, one extreme was noted to appear to be cut likely by a surgical instrument, and the insertion mark could not be observed. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 12/1/2025. H6: component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: if it becomes available in the future, please provide lot number. The lot number is ucmjsc. When did the needle detach/pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Please refer to the event description, other information requested is unknown. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.